Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been experiencing numerous issues with her implant. The patient was to have an emergency surgery to have the implant removed. The consumer believed the physician would be performing a full system explant and the surgery was scheduled for (B)(6) 2016. The patient¿s left side did not work. The patient had to meet with her manufacturer representative (rep) and the rep spent over an hour trying to adjust the patient¿s stimulation but it still did not help. It was also reported that the patient¿s incision site ripped open twice, in (B)(6) 2016. The patient had been admitted to the emergency room (ER) the first time for gallbladder pain in the upper right side in (B)(6) 2016, about three weeks prior to (B)(6) 2016. The patient had a CT scan which determined that the patient did not have any gallstones. The patient was still in pain and there was no cause found at the time of the admittance. The patient was admitted to the hospital a second time. The patient had a massive infection at her implant site. It was noted that the infection was confirmed in (B)(6) 2016, about two weeks prior to (B)(6) 2016. The infection was what caused the patient to have the gallbladder pain. The patient/consumer was to follow-up with a healthcare professional (hcp). It was noted that the patient was very upset. Additional information was received from the patient. It was reported that the patient wanted to make sure she was doing everything correctly with regards to getting her implant taken out. The patient reported that the left side of her implant was not working correctly since she was feeling stimulation in her stomach and not her back. The rep met with her in (B)(6) 2016 to help make adjustments and was aware of the stimulation location issues. The battery site had not been healing so the patient had to go in and have it moved up again. The site was just oozing and had ripped. The patient clarified that the issue occurred in the end of (B)(6) 2016. The patient started experiencing the sharp pain in her gallbladder in the end of (B)(6) 2016 and was admitted to the ER around (B)(6) 2016. The patient¿s implant site was still not healing so she went to see her hcp but he was on vacation so the nurse told the patient to go to the ER since the neurosurgeons there worked closely with the hcp. The patient went to the ER on (B)(6) 2016 but wasn¿t admitted until (B)(6) 2016. The patient stayed there until (B)(6) 2016 and this was when they determined the patient had an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.